Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the left ventricular lead exhibited abnormal lead parameters. During revision, it was noted that the helix failed to extend and it was difficult to fixated the lead. The reported lead was explanted. The patient was in stable condition.

Event description:
Additional information received noted that the left ventricular lead exhibited failure to sense and high capture threshold due to dislodgement.

Manufacturer narrative:
The reported events of lead dislodgement, failure to sense, difficult to fixate, and high capture thresholds were not confirmed while the reported event of helix extension anomaly was confirmed. As received, a complete lead was returned in two pieces fir analysis. Final analysis found over-torque of the inner coil consistent with procedural damage. The cause of the reported event of helix extension anomaly was isolated to the over-torque of the inner coil. No other anomalies were identified.